Manufacturer narrative:
(B)(4): devices not received, lot review only. The customer has requested an event log review. The event logs have been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.

Event description:
The customer reported protonix was hung at 1525, 40mg/100ml to run at 20ml/hr (8mg/hr). Pump alarmed at 1700 for air-in-line and the bag was found empty. The pump read 61.3mls left to infuse. Log review has been requested. There was no pt harm or medical intervention. Customer states no further pt/event info is available.